Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown. Product type: software; section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for spinal pain indications. It was reported that the reason for the call was the patient (pt) reported that it was taking so long to connect to deliver a bolus. The pt confirmed that the personal therapy manager (ptm) was lagging at 90%. The patient called to inquire about resetting the device. The agent reviewed the data and assisted the pt in deleting the data. The patient was able to connect to the pump with no lag. For the event date, the pt stated probably like maybe in july or august. The patient also provided the name of their health care provider (hcp).